Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo connector. System operates as intended. (B)(4).

Event description:
The customer reported the system is displaying a collimator error message. No patient injury was reported.